Manufacturer narrative:
This incident occurred outside of the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.

Event description:
On (B) (6) 2009, the pt's vendor reported that the pt's infusion device shuts down without warning. The vendor reported that the infusion device is using batteries at a high rate and the battery must be changed every 6 days. The pt was using the correct battery type. No a2 (battery low) or e2 (battery depleted) messages were displayed. No further info is available. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.